Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels ranging from 50 to 60 mg/dl. The customer treated their blood glucose levels with carb intake. The customer had issues with their sensors that were resolved by assisting the customer with connecting their glucometer to their insulin pump. The customer did not return the insulin pump back for analysis.